Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defective blower. Correction: replacement of the blower.

Event description:
The following was reported to hamilton medical ag: summary: initial functional testing and blower failure tf 431002.